Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between december 11-12, 2023. The actual device was received for evaluation. A visual inspection was performed, and it was noted that there were droplets of fluid located on the interior wall of the device bottle. The droplets of fluid were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside a plastic bottle; condensation cannot get into the fluid path as the device has a closed infusion line. Typically, over time, condensation would dissipate or dry up. Condensation is not a product defect nor a leak. A leak test was performed, and no evidence of a leak was observed. Based on the evaluation results, the infusor device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The device leak occurred while filling the device with 0.9 sodium chloride diluent (fill solution) prior to patient use. There was no patient involvement. No additional information is available.